Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had initial surgery on 2015 and enhancement surgery on (B)(6) 2016. Presented on (B)(6) 2016 with tissue erosion in both eyes. The topical steroid dosage was increased. Patient was given bandage contact lenses and tobradex 4 times a day and pred forte. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, when comparing the pre op bcva and the post-op bcva there is a difference of 2 lines. The patient complained of transient light sensitivity syndrome, dry eyes and distance vision hazy. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.50 x -.50 x 70. Left eye pre-op 20/20 -2.25 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/40 -1.00 x -1.50 x 137. Left eye post-op 20/40 -4.00 x -.25 x 13.